Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device displayed a whitescreen error and the device touchscreen did not work properly. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The software error displayed was in the nvrbbram.cpp module and process name "prekernelinitialization". Further testing found that the device is not pass the sdram test, due to the user interface controller 2 (uic2) som module. The root cause for som2 failure is due to clock signal integrity issue that leads to incorrect data being read/written to sdram resulting in a software crash. Additionally during testing, the touchscreen was responsive during initial testing. However, contamination from fluid was found on the touchscreen which can alter the touchscreen characteristics. As indicated, this device has been identified as part of two product recalls. This report represents all the information known by the reporter upon query by hospira personnel.